Event description:
It was reported that during use of the iab, the pump experienced gas leak alarms. The cause was noted to be cracked quick connector. The iab was removed and replaced without any complications.